Manufacturer narrative:
(B)(4). The pt was born on an unreported date in 1997. (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy pd effluent. On the same day as onset, the pt was hospitalized for the event. The patient was treated with cefazolin (intraperitoneally (ip), 2g, daily) and gentamycin (ip, 80mg, daily) for the peritonitis. Treatment with these antibiotics was discontinued and the patient began treatment with vancomycin (ip, 1g, daily) and amikacin (ip, 300mg, daily). The patient did not respond to this treatment and their pd catheter was remove. The patient was then placed on hemodialysis. On an unreported date, the patient was retrained on aseptic technique. At the time of this report the pt was still hospitalized and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was due to a breach in aseptic technique. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.